Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18891. It was reported that a patient presented to the clinic on (B)(6) 2021 for a routine generator change procedure. During the procedure, insulation failure was noted on the patient's right ventricular lead. The physician elected to cap and replace the lead during the same procedure, although the replacement lead was experiencing high pacing impedances during positioning. There was also increased difficulty to deploy the helix of this lead as well. The physician decided to use another lead, which was implanted without further consequences. The patient was stable throughout.